Event description:
This is a report of a home patient (hp) who reported having hernia. During follow up with their peritoneal dialysis registered nurse (pdrn), they stated that the patient was diagnosed with the hernia after the start of peritoneal dialysis therapy. Three days prior to this report, the patient underwent surgery in order to repair the hernia. There had been no previous report of overfill for this patient. No further information was provided at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition. If additional relevant information becomes available a follow up report will be submitted.